Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). For evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, wd440 adapta scope using peracetic acid. There was no report of infection associated with this report.